Manufacturer narrative:
Related components of the device system: model number/ catalog number: 72400162. Serial number: n/a. Batch/ lot number: 355208008. Model/ catalog description: belt cuff fgs 5.0 cm. Model number/ catalog number: 72400098. Serial number: n/a. Batch/ lot number: 384680009. Model/ catalog description: control pump fgs.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery, due to the previous aus's balloon lost pressure, causing patient's incontinence. No patient adverse effects were reported in relation to this event. Additional information will be provided if it becomes available.